Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Update to section h4. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined likely cause was a malfunction of a component, such as the power supply board, video signal processing board and/or lcd panel.

Manufacturer narrative:
The user reported that they resolved the issue while troubleshooting with olympus technical support and adjusting the settings. Resolution information was not provided and a cause could not be assigned.

Event description:
A user facility reported to olympus that an image did not appear due to power failure. There was no patient injury or harm, associated with the problem, reported to olympus.